Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to wall power was confirmed via analysis of the log files and reproduced during testing of the returned system controller serial number: (B)(4). The submitted log file and the log file downloaded from the returned controller contained approximately 2 days of data combined (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp. On (B)(6) 2020 at 11:28:10, the relative state of charge (rsoc) voltage on the white power cable dropped to approximately 0.37 v while connected to the power module, resulting in a low voltage advisory alarm; the appropriate rsoc voltage while connected to the power module is approximately 14 v. Power cable disconnect and low voltage advisory alarms activated on the white power cable for the remainder of the log file as the rsoc voltage did not return to its appropriate voltage. The atypical voltages and associated alarms occurred while connected to the power module and while connected to a 14v battery. The driveline was disconnected on (B)(6) 2020 at 11:46:50 to exchange the system controller and the controller was put into sleep mode approximately 8 seconds later. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller was connected to a test power module/system monitor and mock circulatory loop and the low voltage advisory alarm on the white power cable was reproduced after operating on the mock circulatory loop for approximately 6 hours. A log file was downloaded from the controller after the alarm activated, revealing that the alarm activated due to the white power cable rsoc voltage dropping to approximately 1.6 v. The alarm did not affect the controller¿s ability to operate the pump at the set speed, and no other issues with the controller were observed during testing. The integrity of the system controller power cables was tested and no issues were found, and visual inspection of the internal components of the controller did not reveal any issues. Circuit analysis was then performed on the main printed circuit board (pcb), and the issue was to a component in the rsoc circuitry for the white power cable. The root cause of the reported event was determined to be due to a compromised component on the system controller main pcb; however, the root cause of the component not functioning as intended could not be conclusively determined through this analysis. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller alerted to low voltage advisories and low battery alarms when connected to the power module. The patient's controller was exchanged and the patient tolerated the swap with no concerns. Technical services (ts) reviewed the log file and observed strings of low power advisory alarms on (B)(6) 2020. Abnormal relative state of charge (rsoc) data was also observed when on the white power lead. The event log displayed power cable and driveline disconnect(s) associated with a controller change as mentioned on (B)(6) 2020. There was no interruption in pump support during these events. Of note, there were no additional alarms following the controller exchange.